Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl and "lost consciousness"; cause was not known. Ems (emergency medical services) provided intravenous fluids; nature of fluids was not known, and transported customer to the emergency room. Customer was treated with intravenous fluids of saline and was provided with "juices and carbs", and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.